Manufacturer narrative:
Results: fowler/skoocher weldment box. Conclusions: bed will be repaired.

Event description:
It was reported the fowler dropped into a flat position with a patient. No adverse consequences were alleged.